Event description:
Pt reported the protective rubber of the up button is damaged and the button does not always work correctly. Pt also reported the battery only lasts for 2 weeks, and she will occasionally remove and reinsert it. She changed the "battery stopper," and now the infusion device functions correctly. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.